Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic), upon turning on, experienced a system self-check failed alarm. A new aic was used.

Manufacturer narrative:
The investigation for the reported sysyem self check error has been completed. The console logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. The root cause of the ¿system self check error¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.